Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. The device passed the upstream occlusion testing. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic values out of specification. The ultrasonic assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.